Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of "8/31/10". The manufacturer's records show the actual expiration date of "8/31/10". No actions or treatment were reported in date to be (B) (6) 2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.

Event description:
Reporter alleged that aviva test strips were labeled with an expiration date of "8/31/10". The manufacturer's records show the actual expiration date to be 08/31/2009. No actions or treatment were reported in connection with the alleged malfunction. No adverse event reported. A request was made for the return of the suspect device.